Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a total knee arthroplasty (tka), while using the robotic-assisted solution satellite station device, after making femoral checkpoint, the first cut seemed to be correct but the second cut was off. It was further reported that after the second pass, the femoral checkpoint was off. The exact amount of the cut being off was not reported. It was noted that the robot was not mounted to the bed. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the investigation could confirm the reported issue of "after making femoral checkpoint first cut seems to be correct but the second cut is off". The investigation found that during the second distal cut step, there was offset of femur checkpoint as well as deviation from intended resection plan. The investigation found that the complaint of inaccurate cut and femur checkpoint offset could be confirmed since the pointer tool was used to verify resection planes. The investigation found that the most probable root cause of the issue is the combination of potential array movement, leg/robot movement, and sub-optimal acquisition of distal landmarks. The verify femur checkpoint is done before any of the femur cuts are performed is accurate; however, there is some abnormal movement of the hip during the first distal cut and the verify checkpoint was unable to pass after the first distal cut step, confirming that femur bone array has moved. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. The investigation found that "instruction:"[saw disabled] saw blade plane deviates too much from the cutting plane" message displayed during first and second distal cut steps." This indicates that there was considerable robot/leg movement during these cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. The investigation found evidence of some robot movement during distal cut steps. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The instructions for use outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The investigation found that the distal landmarks were drawn sub-optimal and were on the edge of the point cloud. It means that there is a more distal point for both landmarks. This could potentially impact the depth of the bone resected, leading to over-resection or under-resection of the femur bone. There are no defects found with the system or software. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. Root cause: the investigation found that the most probable root cause of the reported issue is the combination of potential array movement, leg/robot movement, and sub-optimal acquisition of distal landmarks. It was noted that a hardware issue was identified. The field service engineer (fse) tightened a bolt on the holding arm and tested the system, it works as intended. It is likely that the loose component contributed to the issues described in the complaint. The root cause of the looseness could not ultimately be determined. Additionally, it was found that the user did not mount the robot to the bedrail, which is considered as a user error. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Service history review: a review of the service history record indicated that the device has not been serviced for a service condition that is relevant to the current reported condition.